Event description:
Pre op nursing staff noticed IV starts with insyte autoguard 20g lot #9281961 were difficult. Five nurses all noticed IV's seemed dull and starts were more difficult. A total of 11 IV catheters were identified. Nurses began saving insyte packaging and noticed they were all from the same lot.